Manufacturer narrative:
E2, e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a black image. There were no reports of patient harm.

Event description:
It was reported that the subject device displayed a black image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. . The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely that the following led to the malfunction: the black image was due to the video cable being broken, additionally, a probable root cause could not be identified for the fiber bonding damage in the outer tube area (distal end) event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.